Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had multiple pump errors in regards to post-reset, history pointers failure, and power supply test failed during self-test. The customer's blood glucose level was 4.7mmol/l at the time of the incident. It was reported that the customer was assisted with clearing the alarm and completing a prime process. It was also reported that the customer was assisted with programming a bolus into the air and that the bolus was recorded in the daily history. A self-test was performed and the insulin pump did not passed and also alarmed pump error again in regards to the power supply test failure. It was indicated that a replacement will be sent and that the insulin pump will be returned for analysis.

Manufacturer narrative:
The pump alarmed pump error 68, pump error 49, and pump error 23 immediately after battery installation and power error 75 during self test due to lithium backup battery was not properly connected to the printed circuit board. After reconnecting the internal battery connector on the printed circuit board the pump was monitored and is functioned properly. The pump was received with scratched case, stained keypad overlay, pillowing keypad overlay, and minor scratched lcd window.